Manufacturer narrative:
No device was returned, model and lot number not identified, however similar reported incidents have been investigated with (B)(4).

Event description:
A (B)(6) firefighter used a device on a patient and once finished transferred the used device into his hand. The needle did not retract after use and the firefighter was injured. The device was disposed of and currently there is no information on the firefighter.